Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, lab: 2.2. On (B)(6) 2011, inratio: 1.1. On (B)(6) 2011, lab: 2.5. On (B)(6) 2011, inratio: 1.1. On (B)(6) 2011, lab: 2.5. On (B)(6) 2011, inratio: 1.1. On (B)(6) 2011, inratio: 1.2, poc meter: 2.5. Pt's target therapeutic range is 2.5-3.5. On (B)(6) 2011, pt went to hosp for pneumonia, old strip lot used, pt did not know number. On (B)(6) 2011, pt went to hosp for bronchitis, received heparin while in hosp. On (B)(6) 2011, went to hosp for digoxin toxicity, taken off of digoxin after hosp visit.

Manufacturer narrative:
Investigation pending.